Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the investigation. Type of investigation, investigation findings, investigation conclusions have been corrected. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided by the event site was reviewed and the following was observed in the two images provided: a burst balloon and a radial and longitudinal balloon burst. In this case, the balloon burst was confirmed through provided imagery. The available information suggests patient factors (moderate to severe calcification in the landing zone) contributed to the reported event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Extensive complaint investigations have established that balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have been due to calcification in the landing zone or over-inflation of the balloon. In addition, the ruptured balloon profile may lead to withdrawal difficulty and/or component separation if excessive device manipulation is applied. Therefore, it is likely that these patient/procedural factors may have caused or contributed to the burst balloon during valve deployment. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation for this report is ongoing. H3 other text : the device was discarded.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement with a 26mm sapien 3 ultra resilia valve, the balloon ruptured upon valve deployment. The 26mm commander delivery system was prepped with 22ml in the atrion, 1 cc less than nominal volume. Following deployment, the valve was assessed and successfully deployed with trace leak and an echo gradient of 3mmhg. The ruptured balloon was then safely pulled back into the esheath and safely removed from the patient jointly. There were no groin complications and the patient left the hybrid operating room in stable condition, with a successfully placed 26mm sapien 3 ultra resilia.